Event description:
It was reported by service report that there was fowler impact damage and the fowler could not lay flat. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: damaged fowler assembly.